Event description:
A pt called lfs alleging that one touch ultra meter was giving inaccurate erratic readings. Pt took insulin based on the 200 reading, but then started having low blood glucose symptoms. Pt is on an insulin pump. Pt noticed inaccurate erratic readings on ot ultra meter on the same day. The readings were 212, 282 and 80mg/dl. The tests were done within 10 mins of each other. Pt wanted to use backup fasttake meter, but pt could not since pt did not have any test strips due to fasttake unavailability. Pt called doctor, and per his advice, pt took bolus insulin based on the 212mg/dl reading. Pt then started having symptoms of low blood glucose "light-headed, sweaty, and blurriness". Pt tested on ultra meter again and got a reading in the "30's" no further info reported.